Event description:
It was reported by the sales consultant: patient had a procedure done on (B)(6) 2012 after patient had an open fracture mid to distal shaft right tibia (on (B)(6) 2012). The patient was implanted with a tibia nail with proximal dual core locking screws and distal 5.0mm locking screws. Patient had a revision surgery on (B)(6) 2013 to have the nail removed due to nonunion and possibility of infection (antibiotic cement applied). When removing the proximal dual core screws the most proximal screw broke midshaft. The nail was removed and the remaining portion of the screw was left insitu. The patient was reamed and another nail was implanted. It was also reported the event caused an approximately 30 minute delay in procedure. The removed tibial nail will not be returned (with patient). This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records (DHR) for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: retraction due to medwatch launched on incorrect part.

Manufacturer narrative:
Device was used for treatment not diagnosis. The received condition of the screws show signs of heavy use with the treads being mashed, discoloration overall and warn hex heads. One screw is broken and the tip is missing. The conclusion of the screws is from an unknown lot and unknown part number. The material of the screws was determined to be tialnb. Based on the lack of information, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. The manufacturing evaluation was performed with (B)(4); unknown screws were shipped with (B)(4) therefore evaluated.